Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the patient may have had pneumonia due to damage to the lower cranial nerves; the result of injuring the lower cranial nerves during intubation of the tube. On follow-up, additional information received reported that it is unknown whether the tube malfunctioned during the procedure, or whether the tube contributed to the event, but confirmed that the nerve monitoring system that was in use during the procedure did not malfunction. The patient sustained lower cranial nerve palsy; no medical interventions, procedures or unexpected equipment were required to treat the reported injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the patient may have had pneumonia due to damage to the lower cranial nerves; the result of injuring the lower cranial nerves during intubation of the tube. On follow-up, additional information received reported that it is unknown whether the tube malfunctioned during the procedure, or whether the tube contributed to the event, but confirmed that the nerve monitoring system that was in use during the procedure did not malfunction. The patient sustained lower cranial nerve palsy; no medical interventions, procedures or unexpected equipment were required to treat the reported injury.